Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed although physical resistance was unable to be confirmed as it was based on operational circumstances of the procedure. The investigation determined the reported difficulties and treatment appears to be related to use error. It should be noted that the high torque guide wires instruction for use states: all hi-torque guidewires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a hi-torque pilot guide wire was being used in a calcified tibial vessel when the tip snapped in half in the distal dorsales pedis. The broken piece was embedded in the artery and left in its original position. There was resistance reported during advancement due to the calcified vessel; however, no resistance reported during withdrawal. There was also a reported clinically significant delay in the procedure. No additional information was provided.